Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the speed control knob on the roller pump was loose. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
During the laboratory eval, the reported issue was duplicated. The product surveillance technician (pst) observed a loose speed control knob. Tightening of the apm seal restored the speed knob's proper functionality. The product will be sent to service to be brought to MFR's specifications before being returned to the customer. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.